Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent implantable impulse generator (ipg) explant procedure. When the physician opened the pocket, he found what appeared to be infection. Physician plans to bring the patient back to the or another day after labs come back verifying no infection. Explanted device was not returned.